Event description:
Procedure type: cholecystectomy. According to the reporter: when clipping the cystic duct, a clip formed and then slowly opened. One clip slipped off the duct and fell into the patient but was retrieved and one clip on the gall bladder duct specimen side slipped off during removal from the patient. The surgeon decided to leave two other clips in the patient, and used sutures to sew the cystic duct laparoscopically. Surgery time was extended thirty minutes and no bleeding occurred. The patient is in well current condition.